Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged toward the ventricle upon release from the delivery catheter system (dcs). The valve was snared and repositioned in the ascending aorta. Subsequently, a second valve was implanted. No adverse patient effects were reported.